Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with bone sc rews having c4-c6 cervical laminoplasty therapy for cervical myelopathy. It was reported that odlp 2.0 × 7 mm bone screws were implanted into the lateral mass at c4 and c5 and the heads of the screws sheared off during implantation. It was reported that 2 of 3 screws had heads sheared off and implant fragments remained in the patient. The screws were not over-torqued and were not placed at an angle to the pre-drilled hole during procedure. Explantation was not believed to be possible in order to preserve the procedure, so rescue screws 2.4 × 7 mm were placed in the second hole of the plate to secure the implant to the lateral mass. The head of the screw was explanted when it was sheared off, so the same day as the procedure/event. The heads of the screws were thrown away. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.